Event description:
A report was received stating an 840 ventilator did not ventilate while being used on a patient. There were no patient injuries reported. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device however was unable to duplicate the reported issue. The ventilator was found to operate as it was intended.